Manufacturer narrative:
.

Event description:
Procedure type: kidney/adrenal gland. Reportedly, when the surgeon removed obturator from the trocar, a part of safety shield of the device disengaged and the knife was visible. The disengaged part remained inside the trocar and was retrieved by a surgical instrument. There was no tissue damage. No patient injury was reported.